Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nano¿ pro ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: I recently purchased a box of the nano pro ultra fine needles. I have been using these needles for over 10 years now, with no issues. However, it seems to be, with this latest box, about every 3 needles do not work. They will not allow the victoza to pump through. They allow a bit of the victoza to flow, but then it stops.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 16-nov-2022. H6: investigation summary: customer returned (11) 32gx4mm bd pen needles (4 used and 7 unopened). The customer reported that the needle will not allow medication to flow. The samples were examined, and it was observed that all 4 used pen needles featured a damaged non-patient end (npe) cannula: 3 exhibited a broken npe cannula, and 1 exhibited a bent npe cannula. The 7 unopened samples were opened, then tested for flow using a test pen injector: all 7 were able to expel properly. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since the samples exhibiting damaged npe cannulas were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure . The root cause for this issue is user related. The npe cannulas were bent or broken after the user handled the pen needles.

Event description:
It was reported that an unspecified number of bd nano¿ pro ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: I recently purchased a box of the nano pro ultra fine needles. I have been using these needles for over 10 years now, with no issues. However, it seems to be, with this latest box, about every 3 needles do not work. They will not allow the victoza to pump through. They allow a bit of the victoza to flow, but then it stops.